Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (66 mg/dl). Reportedly, low blood glucose levels are due to the customer being in a dance and exercise class. Customer ate carbohydrates to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with the customer's health care professional.